Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had been encouraged to go to their doctor because of leg pain. The patient had been doing physical therapy so it was unclear if the pain was caused by the physical therapy. The patient was reprogrammed to help cover the pain in their leg. When the patient left the clinic they were doing well with good coverage. There were no malfunctions seen of the device.

Event description:
It was reported that the patient was at their doctor¿s office about a week prior to the report and when they got home they had to turn down their stimulation because it was too strong. The patient received assistance from their doctor or a manufacturer representative and their concerns were resolved. An appointment date of (B)(6) was noted.